Manufacturer narrative:
The insulin pump was received with blank display and constant tone due to moisture damage on the electronics assembly also, moisture damage was found on the motor, vibrator, keypad and battery tube assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify off no power alarm due to blank display. The insulin pump had stripped battery cap coin slot, with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, broken belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's daughter reported via phone call that they experienced high blood glucose. The customer's daughter reported that the insulin pump had blank display. The customer's blood glucose was running between 300 mg/dl to 400 mg/dl. The customer's daughter also reported damage on screen and battery cap. The customer's daughter was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.